Event description:
Procedure: colectomy. The instrument stapled but did not cut and the instrument could not be removed from tissue. The device was resected with another instrument and placement of two additional ports.

Manufacturer narrative:
(B)(4)